Event description:
Patient reporting pump sn (B)(4) is "running fast" and notification of low volume before she should be out pump was in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and patient will return malfunctioning pump. Patient does have back up pump. Is the actual device available for investigation? Yes. Did we place device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.